Manufacturer narrative:
The customer was contacted by a complaint handler via email to get additional information on 02/27/2018, with no response . The customer was contacted a second and third time on 03/05/2018 via telephone and email to get additional information and the individual who answered the phone indicated that it was a wrong number and no such person was at that number. Although at the time of the initial call, the customer alleged having mastitis and seeing a doctor, there has been no indication or confirmation of medical treatment. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she had mastitis and she went to the doctor. The called dropped before additional information could be captured, including the product and alleged failure.